Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., UDI no.), d.6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with complex ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per op notes, ¿extensive adhesions of omentum were lysed. The hernia sac was identified, and the incarcerated omentum was reduced. Three defects were noted and reduced. A sepramesh ip was placed and tacked circumferentially.¿ on (B)(6) 2012 - patient was diagnosed with recurrent complex ventral hernia and abdominal pain thereby underwent open repair with excision of sepramesh ip and implant of synthetic mesh. Per op notes, ¿portion of reductant skin was excised. Multiple previous hernia repairs and mesh were excised. A large hernia defect was identified and reduced. Bilateral component separation was performed. A synthetic mesh was placed and sutured.¿